Event description:
It was reported that prior to the start of a da vinci-assisted gynecology surgical procedure, non-recoverable faults were noted. The nurse called in to report that they had repeated non-recoverable faults on the system after rebooting. The caller stated that they were getting ready to dock the patient. The caller noted that the error code was 40068 on the system and that the left arm on the surgeon side console (ssc) 1 was prompting to be disable. The intuitive surgical, inc. (Isi) technical service engineer (tse) had the caller hard power cycle the system twice and reseat the blue fiber cables. Upon reboot, the system displayed a non-recoverable fault of 281 on one console and the other was prompting to disable the left mtm. The isi tse had the caller power down and turn off the circuit breaker on the ssc1. The system then powered up normally and the operating room (or) staff was going to proceed with one ssc. The isi tse reviewed logs and noted errors as described. The site was completing the procedure with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the customer stated that she could not provide any additional information about the case since she was not present at the case.

Manufacturer narrative:
Based on the claim against the product by the customer noting non-recoverable fault, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the ongoing issue. Based on the field evaluation, this reported event was confirmed. While performing checks, the isi fse found the cable was not secure on the left master tool manipulators (mtm) remote arm controller (rac). Once the isi fse reseated the cable, the issue was resolved. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform a failure analysis. The complaint regarding a non-recoverable fault was not confirmed based on the field evaluation. The probable root cause of a non-recoverable fault is attributed to improper customer setup. Based on the isi fse field evaluation, the system issue was due to a loosely connected cable on the mtm left. It can be resolved by reseating the cable and power cycling the system, if necessary. This complaint is considered a reportable event due to the following conclusion: the customer disabled mtm left on ssc after the start of the procedure due to non-recoverable faults. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.